Event description:
A customer contacted baxter's (B)(4) to report an alarm on the homechoice (hc) machine in the middle of therapy the past nights. The alarm log was checked and a system error (se) 2240 was found on both (B)(6) 2010 and (B)(6) 2010 (indicating air in the set). This medical device report (MDR) is for the event on (B)(6) 2010 and another MDR will be submitted for the event on (B)(6) 2010. The hp stated he completed the missed therapy with manual supplies. The cause of the alarm was unknown. Proper procedures per the user manual were reviewed with the caller. The caller had discarded the samples. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn stated the wife reported the cause of the alarm was use error. The hp has been doing fine and continuing therapy on the cycler as usual, using the same transfer set with no further issues.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number was unknown.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. Since the lot number was unknown, no batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).